Manufacturer narrative:
Manufacturing record review was completed and zero nonconformances were found. There was no returned product to complete an evaluation on. Therefore, the root cause is undeterminable.

Event description:
Md noticed that the tip of device separated from shaft, the tip dislodged, however, was intact on the wire. Md removed the entire system without incident or harm to the patient. Procedure resumed without event. No harm to patient. All of the device retrieved. Additional information received, the device will not return for investigation. Received information on (B)(6) 2017, on medsun mandatory and voluntary report form uf/importer # (B)(4).